Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The mother stated that the customer was getting no delivery alarms on the day of the hospitalization. The customer changed the infusion set twice, but the high blood glucose levels continued. The mother was unable to troubleshoot during the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.